Event description:
Pt-self tester reports results higher than reference with the protime microcoagulation system. Protime generated result of 5.1 inr and laboratory result was 2.8 inr. Pt performed a comparison test approximately 4 days later, which generated 5.4 inr with protime and the physician's office result was 2.7 inr. During follow-up communication approximately 1 week later, the pt indicated that a correlation was performed with her physician's office. Inr result at the physician's office was 2.4 inr and result generated with protime using a second lot of cuvettes (single-use disposable) generated 2.2 inr, which was within the pt's therapeutic range. Pt's therapeutic range: 2.5-3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Pt testing performed with instrument. Method codes: actual device not evaluated (cuvette/single-use disposable). Process evaluation performed. No related ncmrs identified for the associated instrument. Cuvette device history records reviewed and no related issues were identified. Result code: unable to confirm complaint. Itc has requested all data required for form 3500a.